Manufacturer narrative:
Product analysis: analysis noted that the epg failed incoming testing for the "ventricular pace pulse noise". The main pcb is out of electrical specification. Analysis also noted that the atrial output connector was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.